Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during the last fill while refilling the heater bag. The hp tried to resolve the alarm by replacing the heater bag during therapy. The baxter technical services representative (tsr) had the hp end therapy as the supplies had been compromised. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. She stated that the hp had not contacted her about the event. Bps informed the nurse of the patient's user error and contamination risk. She stated that there were no adverse effects reported in relation to this event, and that the patient was continuing therapy on the homechoice successfully. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a user error- failed to follow therapy steps was confirmed. The root cause was undetermined.